Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a patient. The investigation and service were reported to be completed by the customer. Customer replaced the bdu cpu pcb. The device passes all functional tests required for this product.

Manufacturer narrative:
Npb performed software upgrade only. The ventilator passed all testing.